Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4). , ubd: (B)(6) 2022, UDI#: (B)(4). Product analysis: the devices were discarded, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high and subsequently dislodged. The valve was explanted and replaced with a surgical valve. No additional adverse patient effects were reported.